Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in a vein. A 18x90/10fr 75cm wallstent endoprosthesis stent was advanced and deployed in the lesion however it was noted that the stent had foreshortened. Another stent was implanted to cover the rest of the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.